Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that a patient fell flat down on her rear end on (B)(6) 2016, and since then she was feeling a constant "pin pricking" on the left hand side of her pelvic floor. She wasn't sure if something had moved or happened. Prior to the fall, she didn't feel stimulation with the implant, although she did feel stimulation with her previous implant. The fall was not related to the device or therapy. She was still getting relief from therapy but wanted to make sure nothing had moved. The patient planned to contact her family healthcare provider to see if the implant could be checked. No steps were taken to resolve the pin pricking feeling; she had to wait until her muscles healed. She now had no sensation and the pin pricking feeling on her pelvic floor had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.